Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that over a year ago the patient's (pt) doctor told them their ins was on the "verge of death" and needed a new battery to be replaced so they went home and turned it off. Pt said that in the last 3 days their stimulator randomly turned on and randomly electrocuted them for hours on end in their bike seat area. Pt said it did not shock them yesterday, it finally stopped. Pt said it had been completely turned off and pt said they were told the battery was dead. Pt said 3 days ago it happened 10 times then they next day over 20 times and again over 30 times then turned on and stayed on for 4-5 hours it was ongoing, they never had it turned up that high, they were being electrocuted from the inside, they were so much pain they were crying half the night. Pt said yesterday it did not shock them but also said: yesterday when they were getting ready for a garage sale and lifted stack of tile and it hurt worse than having a contraction for childbirth. Pt said there were no other sources of electronics in their environment and they have lost their control equipment. Reviewed they could pursue replacing their control equipment. Pt said they want the stimulator removed. Redirected to their doctor to discuss next steps. Pt said they have had no falls no other medical tests or procedure, they were supposed get a knee MRI but they could not.  Pt said prior to getting interstim they were getting up 30 times a night to go to the bathroom, getting no sleep and were told they had an inflamed bladder, but pt said they told their doctor they had been drinking water with citric acid in it and diet pepsi and they had lost 100 pounds. Pt said before they even got the stimulator they stopped drinking citric acid water and diet pepsi and their bladder calmed down, they told the doctor they were doing a lot better but the doctor recommended getting interstim because they were getting up more than 3 times a night. On (B)(6) 2022 the manufacturing representative indicated they met with the patient and all is resolved.

Manufacturer narrative:
Event date is estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient stated they had zero out and turned off but its battery back builded and shocked them for days. It was so painful. The manufacturing representative (rep) stated that the cause of the ins turning on by itself could not be determined. They met with the patient on (B)(6) 2022, used the clinician programmer and confirmed that the device was turned off. They also gave the patient an old icon programmer to use, so that if they felt the stimulation again, they could turn the stimulation off. They confirmed the issue has been resolved. The issue with the device shocking the patient has also been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.